Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event while at the skilled nursing facility where she resides. Motion artifact contributed to the false detection. The pt was sleeping and a nurse from the facility was reported to be nearby during the event. The response buttons were not pressed during the entire event. The pt remained at the facility where she resides. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt experienced a serious injury. The pt continued to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Event manufacture date and usage of device: monitor 07044479 - reuse. Electrode belt 59071149: (B)(4) 2014 - reuse. Add'l inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.